Event description:
It was reported that difficulty charging the implant for a week now, stating inability to find the correct spot to initiate charging. Patient stated charging stopped when the paddle was moved and reported receiving an error message. Agent had patient reset the controller and inspect the controller battery compartment, battery pack, port and recharging cord/plug. Patient reported the controller casing did not appear flat across the back and noted a small piece of plastic looked uneven, as if something was missing and the recharger did not go in all the way, felt loose, required wiggling to charge, and frequently disconnected. The issue was not resolved. Agent sent a request to repair for controller and recharger replacement. Patient (pt) stated they received the replacement controller and recharger but were unable to set them up.agent guided the pt through the process of setting up the replacement controller. Pt stated seeing "no device found" message. Pt pressed "try again" and "recharge" but the message continued to display. Agent had pt disconnect the recharger and reset the controller. Pt stated they had already tried resetting the controller yesterday and left it out all night. Agent had pt reconnect the recharger and select setup for implant. Pt stated the controller initially displayed a foreign language, after which they selected "continue [14]". Agent had pt place the paddle over their implant. Pt again stated seeing the "no device found" message. Pt pressed "try again" and "recharge" but the message continued to display. Agent had pt disconnect the recharger again, blow air into the controller charging port, wipe the recharger pins, and reconnect the recharger. Agent had pt select setup for the implant again but continued to see the "no device found" message. Agent had pt press "recharge" but the message persisted. Pt confirmed they had not experienced any falls or trauma near the implant site. The issue was not resolved and the pt was redirected to their hcp. Pt called back in and reported they were still not able to recharge the implanted device. Agent reviewed information and redirected them to the hcp office.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.